Event description:
A (B)(6) male with y10 asia a paraplegia after injury 30+ years ago underwent surgical removal of hardware from left femur. During the procedure, the synthes 14 mm reamer tip disengaged from the needle in the distal canal. The tip was unable to be retrieved and the removal of the tip was deemed to increase the pt's potential for morbidity. The pt remains stable and without complications. Unable to provide lot number for the 14 mm reamer as it is in the pt. The product number is # 352.140. The flexible shafts that were used to insert the reamer are product number # 352.040. Both flexible shafts were used and both were broken. The serial/lot number for those two items are: lot # 246635; lot# 2777236.